Manufacturer narrative:
An event regarding dislocation involving a adm shell was reported. The event was confirmed through the medical review. Device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was performed and concluded: the irreducible nature of the dislocation is a procedure-related design characteristic while there are no device-related factors evident from the available material. As such this case is not device-related. Procedure-related factors: cup malposition in low inclination as secondary factor. Patient-related factors, patient trauma with a fall as principal failure mode, cardiac disease and alcohol abuse may have increased the propensity to falling. Device-related factors: none. Diagnosis: patient trauma has caused a dislocation of the adm liner possibly related to additional cardiac disease where the irreducible nature of the dislocation is a procedure-related design characteristic requiring open reduction in case of dislocation. Hip abductor weakness is a secondary effect of multiple revision surgeries. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. A medical review was provided and concluded that "patient trauma has caused a dislocation of the adm liner possibly related to additional cardiac disease where the irreducible nature of the dislocation is a procedure-related design characteristic requiring open reduction in case of dislocation. Hip abductor weakness is a secondary effect of multiple revision surgeries." There was no indication of a device related issue on review of the clinical review. No further investigation is required at this time. If further relevant information becomes available or the product is returned, this investigation will be re-opened. Not available.

Event description:
Patient had a previous rejuvenate left hip that was revised to a securfit and adm shell and liner on (B)(6) 2012. Patient recently dislocated hip and the head and liner were revised due to disassociation of 28mm ball from adm poly liner insert. The appropriate size 56 head and head ball were reimplanted. Patient's hip was reduced and surgeon commented the abductors were compromised.